Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing unwanted stimulation in the rib area. The sjm representative met with the patient for reprogramming and determined the contacts on the lead have normal impedances. It was reported the initial reprogramming was unable to resolve the issue. Follow up identified another reprogramming session was able to minimize the rib stimulation. It was reported the physician planned to attempt reprogramming as a course of action at this time. The patient was to use the stimulation to determine efficacy.